Event description:
The customer contacted beckman coulter inc (bec) in regards to an ck-mb result above the normal reference range and accutni result within the risk stratification for one patient's sample generated by the access 2 immunoassay analyzer. The results were not reproducible and did not match the clinical picture. The erroneous results were reported out of the laboratory; however, no reports of death, injury, or change to patient treatment have been reported in connection with this event. The customer noted it was a gold top tube, but is not certain whether or not fibrin was present in the tube. The customer noted the initial result was high, however, she is uncertain of the exact values at the time of the conversation with the cts. Qc was within the customer's established ranges prior to and after the erroneous results and a system check performed on (B)(6) 2011 and again on (B)(6) 2011 and both met specifications. No errors were posted to the event log and no results were flagged in this event. Service was not dispatched. No clear root cause could be determined for this event.